Event description:
The surgeon was using a troclean swab to clean the trocar during surgery and the cotton tip came off and was inside of the patient. The surgeon was able to remove the end out without injury.